Event description:
Information was later received that the device was explanted due to normal battery depletion. No adverse patient effects were noted as a result of the procedure.

Event description:
Boston scientific received information that a magnet rate could not be obtained through transtelephonic monitoring (ttm). As a result, the patient came to the office. Again, a magnet rate was not obtained and the device could not be interrogated. Several different programmers were attempted with different trouble-shooting techniques. The device was programmed to vvi 50, but was not pacing. The last ttm was received three months ago with successful magnet rate and pacing at 100 bpm. No adverse patient effects were noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the internal environment of this device was tested and a higher than expected moisture content was discovered. Boston scientific has issued physician communications regarding gradual degradation that may occur in a hermetic sealing component. The degradation can allow a higher level of moisture into the device case, which may result in premature battery depletion, inappropriate accelerometer function, or a reset message. This device is included in the july 18, 2005 hermetic sealing component advisory population.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.